Manufacturer narrative:
The blade reported involved with this event was not returned for evaluation, as a result the reported failure could not be confirmed. Device not returned to manufacturer for evaluation.

Event description:
It was reported that while cutting the tibial bone the saw vibrated and cut popliteal artery. It was further reported that a plastic surgeon was called to repair the artery and there was a 15 minute delay to surgery. It was also reported that there was no long term effect on patient.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product disposition unknown.

Event description:
It was reported that while cutting the tibial bone the saw vibrated and cut popliteal artery. It was further reported that a plastic surgeon was called to repair the artery and there was a 15 minute delay to surgery. It was also reported that there was no long term effect on patient.